Event description:
Plaintiff was employed as a dental assistant & wore & was exposed to latex from various manufacturers. Plaintiff alleges experiencing the following symptoms: asthma, anaphylaxia, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression & emotional distress.